Event description:
It was reported when the facility turned on the generator, error e248 occurred. It became unusable and the planned therapeutic procedure was cancelled. The issue occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned for evaluation and the customers complaint was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable cause could not be provided should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.